Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time during the event.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported that his cgm app on his smart watch was providing him with accurate cgm values, but that his cgm receiver was not (off by 35-50 mg/dl). Due to this issue, the patient reported losing consciousness due to a low bg level. No cgm or bg meter comparison value was reported. Prior to passing out, the patient was sweaty and attempted to self-treat by eating bananas and ¿liquid glucose¿. At some point during this event, the cgm was reading 220 mg/dl, and the bg meter was reading 150 mg/dl. It was not specified when during the event this comparison was made. It is also unclear if the cgm value of 220 mg/dl was from the patient¿s watch or receiver. As a result of losing consciousness, the patient fell, and his eyeglasses broke. Due to this, the glass ¿cut his eye open¿ and he had some scratches. It was not specified how long the patient was unconscious, or if there was anyone with the patient that assisted him at this time. The patient reported seeing a doctor 2 days later, but no further information was provided. The patient was ¿recovered and currently stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.